Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B5 - describe event or problem : updated.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was mildly tortuous and moderately calcified right posterior atrioventricular segment to first right posterolateral segment.

Manufacturer narrative:
B5 - describe event or problem : updated. Device evaluated by manufacturer. The complaint device was received for product analysis. During visual inspection, no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was mildly tortuous and moderately calcified right posterior atrioventricular segment to first right posterolateral segment.